Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose (bg) was reported to be as high as 540 mg/dl with moderate ketones. This was corrected with a manual injection. Contact was successfully able to change supplies and no air bubbles were observed.